Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal left anterior descending artery. A 2.25 x 8 mm xience xpedition stent delivery system (sds) was being advanced to the lesion when the guiding catheter came out of the ostium of the left main causing the sds to kink. The device was removed and another 2.25 x 8 mm xpedition was being advanced to the lesion; however, before it reached the lesion the catheter was pulled back (dottering) and the stent dislodged. The stent migrated distal to the lesion and was implanted in an unintended site using a 1.2 x 15 mm mini trek and a 2.5 x 20 mm trek. A non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Cine review showed that a stent implant was then deployed and post-dilatation was performed. A second stent was deployed, followed by post-dilatations in both stents implants. However, there were no imagines of the advancement or positioning of the stent implants prior to deployment. Based on the information reviewed, there is no indication of a product deficiency.